Event description:
The customer stated that she was going to the hospital to be treated for hyperglycemia. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer stated that she programmed a bolus that was not recorded in the insulin pump's history files. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was monitored and no unexpected boluses were observed. The insulin pump was also monitored after it was programmed with multiple boluses, and all of the boluses delivered their indicated amounts and were recorded properly in the history files. After testing, it was concluded that the device operated within specifications.